Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon has reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient is very unhappy. Additional information was provided by the surgeon that in her opinion, the iol did not cause or contribute to the event. The patient was diagnosed with cystoid macular edema (cme). She was prescribed a topical non-steroidal anti-inflammatory drug (nsaid), and a topical steroid. Her best corrected visual acuity is four lines worse than before surgery. The surgeon believes the patient's vision will improve with resolution of the cme.